Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, the balloon was unable to be inflated due to a water leak from the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.